Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the lay user/patient contacted lifescan alleging the battery life is shorter than expected for the meter. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.